Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving fentanyl of an unknown concentration and dose via an im plantable infusion pump for non-malignant pain. It was reported that since the patient got implanted she had pain up spine and pulsing in back of head and neck. They did an epidural blood patch and that did not work. The patient kept going back and forth to the clinic and they kept saying nothing was wrong. The patient was sent to another hospital and she got there at 11:30 and at 6:30 the pump team of doctors said they would not see her because they did not put in the pump. The patient was in the ER there. They gave the patient injections in her neck. Last thursday, (B)(6) 2017, the patient got an injection in the occipital nerve and it numbed her head and then 6-8 hours later it wore off and it was worse. The patient said she did not sleep, the symptoms kept her up 24 hours a day. The patient was on tylenol pm, ibuprofen, and nyquil. They were concerned because she was taking so much and she was not getting any sleep. The patient's drug was changed three times. She was first on morphine, then went to dilaudid and then went to fentanyl. The patient could not find a doctor to touch her. The patient was supposed to see her doctor tomorrow and she was not going. She was there wednesday and thursday last week. No further complications were expected or anticipated.